Event description:
The customer reported that the system would display poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the cine bridge and the cine cable and the cine drive as well as high voltage cable. The system was tested and found to be working as intended and put back in service.